Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of pericardial effusion, hypotension and additional intervention required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of pericardial effusion and hypotension are a known inherent risk of the versacross connect laac access solution device. Pericardial effusion and hypotension are an expected procedural complication addressed within the IFU for the versacross connect laac access solution.

Event description:
It was reported that the patient experienced a pericardial effusion post procedure. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The transseptal was performed and a 30mm watchman flx laa closure device & delivery system (wds) was successfully implanted in the left atrial appendage (laa) of the patient. There was a race effusion before procedure which remained the same when case ended. There were no patient complications that were reported to have occurred. 90 minutes posts procedure, the patient became hypotensive, and the patient had a pericardial effusion. The physician performed a pericardiocentesis to treat the patient. The patient made a full recovery from this event following treatment. The device is not expected to be returned for analysis.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in sections b - adverse event or product problem and impact codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced a pericardial effusion post procedure. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The transseptal was performed and a 30mm watchman flx laa closure device & delivery system (wds) was successfully implanted in the left atrial appendage (laa) of the patient. There was a race effusion before procedure which remained the same when case ended. There were no patient complications that were reported to have occurred. 90 minutes posts procedure, the patient became hypotensive, and the patient had a pericardial effusion. The physician performed a pericardiocentesis to treat the patient. The patient made a full recovery from this event following treatment. The device is not expected to be returned for analysis. It was further reported that no issues with versacross were noted. Act was therapeutic. Patient was kept at the hospital overnight and has been discharged.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced a pericardial effusion post procedure. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The transseptal was performed and a 30mm watchman flx laa closure device & delivery system (wds) was successfully implanted in the left atrial appendage (laa) of the patient. There was a race effusion before procedure which remained the same when case ended. There were no patient complications that were reported to have occurred. 90 minutes posts procedure, the patient became hypotensive, and the patient had a pericardial effusion. The physician performed a pericardiocentesis to treat the patient. The patient made a full recovery from this event following treatment. The device is not expected to be returned for analysis.